Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from japanese to english: this is a report about difficult to move the needle of nexiva. According to the customer's report, the needle was not moved smoothly with an abnormal sound, and the hcp stopped using this affected product.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 20ga x 1.25in. Nexiva single port unit. Additionally, 2 photos were provided. While attempting to retract the device, a slight scratching was felt on the needle and something inside the tip shield. The device was then fully retracted, and the needle was completely removed to inspect the washer. Some debris was discovered inside the washer which may have caused the scratching feeling. The washer¿s inner diameter was then measured and found to be within specifications. The cannula outer diameter was also measured which is also within specifications. The reported issue was confirmed and determined to be manufacturing related. If the washer is inserted incorrectly and is not able to float inside the tip shield, this may cause difficulty retracting the needle. Validation plans and material change assembly processes are in place to mitigate the occurrence of this defect. Although the cannula and washer met the required specifications, the washer was not floating or loose within the tip shield and debris was discovered after removing the needle from the tip shield. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Device expiration date: unknown. Device manufacture date: unknown.